Event description:
It was reported by the caller that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and administer a 9-unit bolus, which was completed successfully. The caller successfully reloaded the original cartridge and was able to resume insulin therapy, resolving the issue.